Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event in which the device was concurrently experiencing 2 issues: unintended zoom motion and zoom unexpectedly retracts. There was no patient involvement.

Manufacturer narrative:
Initially there were two device codes listed, but upon completed of the device investigation, it was found that there was only one issue with the device. This supplemental is being filed to remove a device code.

Event description:
This report summarizes 1 malfunction event in which the device was concurrently experiencing unintended zoom motion. There was no patient involvement.